Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation; 1 event was confirmed during evaluation. The device was found to have a polybag in the seal, the sterile barrier remained intact. There were no remedial actions taken. This device is labelled for single-use.

Event description:
This report summarizes 1 malfunction event, in which there was a potential sterility breach on the packaging of the device, the inner wrap was stuck in the outer wrap of the package. There was no patient involvement; no patient impact.